Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The ins battery was found to be depleted. Destructive analysis of the battery did not reveal any anomalies that would have caused premature depletion. No visual or electrical anomalies were found with the hybrid circuit. No parameter history was given so the expected life cannot be determined. Based on the analysis of the ins it appears this device reached a normal end-of-life condition.

Event description:
It was reported there was an explant of the implantable neurostimulator (ins) due to suspected premature battery depletion. No programming parameters were available. There was no injury or adverse event to the patient. Surgical intervention was required. Symptoms included less than %50 therapy relief. No further information was reported.

Manufacturer narrative:
(B)(4).